Event description:
Inop/alarm. Leads off - is when the lead wire become detached from the patient. Leadset disconnected - is when the leadset becomes disconnected from the telemetry pack. On the philips devices you do not have the ability to configure a lead block disconnect as a red alarm. The issue is that the hospital is able to configure leads off to a red alarm which is a high priority alarm but we are not able to configure leadset disconnected to a red alarm. It is defaulted to be a low level inop alarm. Both conditions could be life threatening because it means the patient is not being monitored.